Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of adnexa uteri cyst ('left paratubal cyst') and pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. A95856) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". The patient's medical history included paratubal cyst, ovarian cyst, ovarian calcification, myometritis, lower abdominal pain, pain menstrual, fibroids, menorrhagia, pelvic adhesions, adenomyosis and menometrorrhagia. Concurrent conditions included pelvic pain and painful intercourse. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced adnexa uteri cyst (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("bleeding: genital ."), dysmenorrhoea ("pain: dysmenorrhea (cramping)"), menorrhagia ("bleeding- menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("bleeding: menorrhagia (bleeding b/w periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), ovarian cyst ("ovarian cyst") and dyspareunia ("dyspareunia") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibrosis"). The patient was treated with surgery (diagnostic laparoscopy, laparoscopic lysis of adhesions, excision of left paratubal cyst. And robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the adnexa uteri cyst, pelvic pain, abdominal pain, genital haemorrhage, dysmenorrhoea, menorrhagia, metrorrhagia, vaginal haemorrhage, uterine leiomyoma, ovarian cyst and dyspareunia outcome was unknown. The reporter considered abdominal pain, adnexa uteri cyst, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, ovarian cyst, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: (B)(6) 2013 (date discrepancy noted per ppf, previously essure insertion date was given as (B)(6) 2013. Patient received treatment for menorrhagia, metrorrhagia and genital bleeding. Right -1, left-2 trailing coils. Lot number: a95856, manufacturing date: 2013-01, expiration date: 2016-01. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2021: mr received: "previously reported event left paratubal cyst made intervention required and chronic pelvic pain made medically significant and intervention required due to surgery." Reporter, medical history and essure removal date added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.